Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd¿ luer slip-tip syringe with attached needle came loose and separated from the syringe. Additionally, pushing the plunger down caused vaccine medication to leak out from the seal between the needle and syringe. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "with each incidence once the plunger was pressed down to inject the vaccine into the subcutaneous site, the tip with the needle came loose, leaving the needle in the pt's arm without the syringe. The vaccine was not all the way administered before the tip came loose from the syringe. After the first incident the staff were encouraged to tighten the tip before drawing up the vaccine, however after tightening, the tip still became detached from the syringe. When pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient."

Manufacturer narrative:
H6: investigation summary: two photos and three 1ml slip tip syringes with needle (p/n 309626) sealed in blister packs from batch #0209212 were received. Through visual inspection no defects were observed near the connection area and the needles appeared to be secure. The samples received were acceptable per product specification. The reported issue was not confirmed upon inspection of the samples and photos. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle of the bd¿ luer slip-tip syringe with attached needle came loose and separated from the syringe. Additionally, pushing the plunger down caused vaccine medication to leak out from the seal between the needle and syringe. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "with each incidence once the plunger was pressed down to inject the vaccine into the subcutaneous site, the tip with the needle came loose, leaving the needle in the pt's arm without the syringe. The vaccine was not all the way administered before the tip came loose from the syringe. After the first incident the staff were encouraged to tighten the tip before drawing up the vaccine, however after tightening, the tip still became detached from the syringe. When pushing the plunger of the syringe down, the seal where the needle is attached to the syringe leaks causing them to not be sure of how much of the dose was actually injected into the patient."